Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown sensor issue occurred for transmitter serial number (B)(4). Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed for transmitter serial number (B)(4). The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of unknown sensor issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.